Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/migration'), abortion spontaneous ('miscarriage/pregnancy: stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity and parity 2 ((B)(6) 2010, (B)(6)2013). Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2014, bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2017, fluoxetine hydrochloride (prozac) since 2013 and ibuprofen since (B)(6) 2013 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),"), disturbance in attention ("inability to concentrate") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain and psychological trauma outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain and disturbance in attention had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date between (B)(6) 2013 and (B)(6) 2013. Current weight (B)(6) lbs. Received treatment for psych injury, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: result- bilateral occlusion. Pregnancy test - on an unknown date: pregnancy test was positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. New reporter added. Patient demographic added. Event injury replaced by pelvic pain. New event abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation: fallopian tubes/migration, fatigue, pregnancy: stillbirth/miscarriage, pregnancy with contraceptive device, device ineffective and inability to concentrate were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.